Event description:
Children's medical ventures (chmv) received a report from a durable medical equipment (dme) supplier stating that a smartmonitor device was "failing the recertification test case". The smartmonitor device was reportedly not in use at the time of the reported incident.

Manufacturer narrative:
(B)(4). The manufacturer received the device for evaluation and the customer complaint allegation was confirmed. The unit was found to alarm two to five seconds late for simulated apnea events. The recorded failure was associated with a faulty main pca. The customer refused the estimate for repair and the device was labeled as defective and returned to the customer unrepaired. No root cause analysis could be conducted. Further correspondence with the evaluating technician has concluded that the recorded failure was possibly associated with operator error. The technician did not understand the time sequencing of the testing procedure. When the device is tested, a small delay occurs between when an event begins and when the device recognizes the event. The technician has been retrained. The smartmonitor 2 device is designed to monitor respiration and heart rate. Upon detection of abnormal events, smartmonitor 2 alerts the caregiver via both visual and audible alarms and records the information for subsequent clinical review. The user manual state the following user/owner responsibilities. The respironics monitor and accessories are designed to work as described in the operator's manual. The user(s) of this equipment should not use parts that have failed, exhibit excessive wear, are contaminated or otherwise ineffective. The monitor and its accessories should not be modified. Based on a complete review of the available information, quality assurance has determined that no further investigation is appropriate at this time.